Event description:
Heartmate 3 left ventricular assist device (lvad) presents with methicillin-resistant staphylococcus aureus driveline infection requiring surgical incision and drainage, IV antibiotics, and vacuum dressing for management. Higher listing for heart transplant was warranted due to the complexity of this infection.